Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level exceeding 500 mg/dl, marked as "high." Customer managed high blood glucose through physical activity and increased water intake, while continuing to administer insulin until the desired dose was achieved. Reportedly, the customer continued to use the pump for insulin therapy.